Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the yellow ultrasonic level sensor to lab use only (luo) testing equipment. The reservoir simulator was filled until the water level reached the openings where the sensors attach to the testing fixture. The reservoir simulator was tilted so that the water moved away from the sensor location and the sensor responded as intended. When the simulator was set back down on a level surface, water returns to the level which allows the sensor to detect it, and the alert cleared. There were no observed defects, and the sensor functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected blocks: d4 and h4.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the level sensor did not pass release testing. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the level sensor. The unit operated to the manufacturer's specifications.